Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the there was a connection issue between a peritoneal dialysis (pd) transfer set and titanium adapter. While in use by the patient, the patient connector of the transfer set disconnected from the titanium adapter. To resolve the issue, both the transfer set and titanium adapter were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection was performed and no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An integrity testing on the connection between an in lab titanium adaptor and patient adaptor was performed with no issues or leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.